Event description:
A zoll distributor returned monitor sn (B)(4) indicating a pulse test failure.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor failed incoming pulse testing. Upon eval, the case was damaged indicating physical abuse. The cause for the first test failure is an open r45 resistor. The cause for the open resistor is excessive current. The cause for the excessive current is cracked solder connection on high-voltage capacitor c20 on the defibrillator board. The root cause of the cracked connections is severe mechanical impact. No adverse event resulted from the defective monitor.